Event description:
Philips received a complaint from the sale representative, reporting that the v60 ventilator displayed a "vent inoperative: machine and proximal pressure sensors failed" alarm (1007). There was no patient involvement when the issue occurred. No patient or user harm reported. The device was evaluated by a service engineer (se), and it was reported that the following error codes were observed in the event log - 1007, 1106, 1107, 1110, 110e, 110f, 1113, 1127. Due to the errors that were observed, the issue was considered a serial peripheral interface (spi) bus failure. The se reported that the data acquisition board was replaced to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.